Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested - customer provided - adult. Concomitant medical products: pure hub caps ; central line.

Event description:
Hold for ashley 8.27.2019t was reported that during an unspecified infusion a leak was noted when maxzero connector attached to IV line, user "unable to determine if the leak was due to the piston stuck". The event are occurring in inpatient oncology unit. The customer stated that "only difference is that the inpatient oncology unit uses purehub caps on their central lines". The customer stated that there was no patient harm.